Event description:
It was reported that the pt had been experiencing pain for about 2 months then had infectious discharge through her navel. Mesh was explanted after antibiotics did not clear infection.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.